Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that their Right Ventricular (RV) lead failed to capture. A chest X-Ray was performed and discovered that the RV lead was dislodged. A surgical procedure was performed to revise the lead position. After lead revision, the patient presented in clinic for follow-up where it was discovered that the RV lead exhibited high capture thresholds. The RV lead was explanted and replaced. The patient was discharged under stable condition.